Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3889-28, lot # va0td35, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0td35, implanted: (B)(6)2015, product type lead .

Event description:
The consumer reported that the patient never had feeling or usage of their rectal nerves and muscles. The patient had a birth defect and had 2 uteri and 2 vaginas. This may have affected their fecal incontinence since the beginning since their sphincter muscles were not functional. The patient¿s sacral nerve was not in the usual anatomical place as everyone else¿s either. The patient experienced a loss or change of therapy since implant on (B)(6) 2015. The patient had intermittent efficacy of 50 percent or more, painful stimulation at times, and leakage. The patient felt stimulation in the correct area, but it was intermittent and sometimes they felt it and sometimes they didn¿t. The patient¿s managing health care provider (hcp) told them it was normal because of their unique anatomy. The patient increased the amplitude earlier, but it was too strong so they decreased again. Stimulation was positional and the patient felt it more when they were sitting than when standing. The patient continued to make adjustments with their patient programmer and had not seen their hcp since (B)(6) 2015. The patient turned down to 7 at night and up to 1.3 or 1.4 during the day and couldn¿t go higher due to discomfort. The patient¿s issues were ongoing and it worked for a few days and then not. The consumer further reported that ever since implant, they felt discomfort and pain from wires in towers. The patient confirmed they were referring to electromagnetic interference. The patient shut off their implant or turned stimulation down when they were around this type of interference and this seemed to help. It had gotten better and the patient would not get that bad of a discomfort feeling around that type of interference, but it hadn¿t gotten 100 percent better. Recently the patient was able to drive around a small airport and it didn¿t affect them that much. The patient was worried they had just been turning the programmer off and not the implant. The patient also had pain because of the lead wire inside of them. It was painful and the patient had to move around to adjust it sometimes. The patient made their surgeon aware of the issue. The surgeon had never heard of this and told the patient they were just wired differently and their nerves just reacted differently than other people and they had nerves everywhere inside of them. The hcp thought that other patient¿s might not feel because of all the nerves the patient had inside of them. The patient still had fecal incontinence accidents, but since implant they had gotten better. The patient was nervous about having an accident in public when they had to travel. The patient confirmed they had a 50 percent or greater reduction in symptoms as of (B)(6) 2016. The patient noted they could not have x-rays and never had an x-ray. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the step taken to resolve the patient's discomfort, pain, and fecal accidents was having the surgery for the implantable neurostimulator (ins) to help with less accidents. The patient thought it wasn't meant to be a cure for them. The implant had cut down on accidents, but because of a birth defect, the patient still had pain and accidents and took ibuprofen. The patient also had a rectal prolapse that caused pain. It was an alternative to this surgery and the patient chose it instead of a colostomy bag. This was the better choice for the patient at that time. The patient went into this knowing that it would help cut back on their accidents, but not fix the whole issue.

Event description:
Additional information was received from a consumer. It was reported that the patient was feeling stimulation but had a loss of therapy. It was noted that sometimes the patient turned stimulation up and down, sometimes it was at 1.4 or 1.5 and the patient never goes too high because they got pain then they turned it down. It was reported the patient turned stimulation up and down because they had to go to the bathroom more and they go a lot, and this had been happening since their implant. The patient was advised to ask their hcp which program they should try next. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that some days were better than the others and they still had accidents. They hoped this helps to decrease it. Patient stated it never to be completely resolved and this was only to help them have less accidents. They had been trying a different level of number to see if it helps. It was also reported that the office called from their surgeon¿s office and set it up to talk to the ambassador. They worked along with the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.